Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an umbilical hernia procedure on (B)(6) 2018 and the mesh was implanted. During insertion, the tag/wing on one side detached halfway up the tag. There were no patient consequences reported. Another device was used to complete the procedure. No additional information has been requested.

Manufacturer narrative:
Pc-(B)(4),. Date sent to the FDA: (B)(4) 2018. A used mesh and one empty opened foil of product code pvpm, lot mb8bckb0 were returned for analysis. During visual inspection of the used sample, the wings were attached to the ring and no detachment was observed. In addition, body fluids on the mesh were noted. Per the conditions of the sample received, no detached wings were found